Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained of pressure pain at the ICD-pocket location. Upon examination it seems like the ICD was lower than originally placed at implant.